Event description:
It was reported that the device has a display issue. There is a dim display. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been returned to service, therefore customer¿s reported problem cannot be confirmed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 09oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a display issue. There is a dim display. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The reported event of device had display / screen issue, was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 09oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : product was not returned.

Event description:
It was reported that the device has a display issue. There is a dim display. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device has a display issue. There is a dim display. No additional information was provided. There was no patient involvement.